Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove an o-ring from the pneumatic tap, clean the area, and then successfully reloaded the original cartridge.